Event description:
Patient enrolled into the trial. Minor ischemic stroke reported. Patient developed aphasia after arrival to ICU with slight right facial droop. The aphasia improved slightly. Patient not yet recovered. Please reference MDR 2183870-2009-00176 for the spiderfx used in this procedure.